Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump after changing the battery. Customer's blood glucose was 147 mg/dl. Customer was advised to revert to a back-up plan.